Manufacturer narrative:
Subsequently, boston scientific received information from the representative that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2019 for device explant. The device was explanted because the patient ejection fraction (ef) normalized with the use of medications and the patient history was significant for an inappropriate shock. The explant procedure had been requested by the patient. To date, the device has not been returned to boston scientific. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this representative contacted technical services (ts). This patient was admitted to an outside facility for an adverse event (gi bleeding) associated with a series of multiple untreated (inappropriate charges) and treated episodes (inappropriate shocks). The inappropriate charges and inappropriate shocks occurred because of cardiac oversensing of low amplitude signals (r-wave attenuation following gi bleed and multiple surgeries). Additionally, a review of data from the programmer found that elective replacement indicator (eri) had been declared. According to the physician, eri was declared early. The patient was on a ventilator and was transported to the facilities intensive care unit. The s-ICD sense vector was reprogrammed. Boston scientific received information from the representative on july 26th that the patient was no longer intubated and was transferred to the implanting hospital. The patient is still admitted in the hospital as the care team is attempting to manage the on-going gi bleed. From the physician perspective, there were no allegations that a product malfunction caused or contributed to the patient adverse event. At the time of the adverse event, the sense vector of this device had been programmed to secondary. The care team was awaiting records from the initial admitting hospital to determine if the inappropriate shock in primary occurred during a surgical procedure. The device sense vector remains in primary. Stored data from the device had been uploaded and was available for review. The device was programmed off on july 15th per physician order, and remains off today. Nothing further is planned until the gi bleed is under control. At that time, the patient will be rescreened to identify any changes in morphology and potentially undergo s-ICD replacement information from the clinical site indicated that the suspected cause of this event was not the result of a product performance issue. There was no relationship to the device, electrode or procedure. The patient remained hospitalized to resolved the gi bleed. Boston scientific medical safety vp commented that r-wave attenuation (reversible change in signal) may have been the result of a very ill patient with low blood pressure, acid base and electrolyte imbalance. Boston scientific received information that the patient was still hospitalized and the device tachycardia mode remained off pending possible extraction plans. Boston scientific received information that a boston scientific technical services fellow contacted the local representative to report that there is a reasonable likelihood that the device may have longevity remaining since the shocks were proximal to each other. As a result, the programmer declared eri may not reflect the actual battery status. The next battery measurement should reflect an actual versus estimated battery status at which point the percentage remaining could be re-assessed. The patient was scheduled for the replacement on (B)(6), however, the patient was taking additional time to consider whether to explant or not. The patient was scheduled for follow-up in approximately 2 weeks, during which time the patient may wear an external life vest. All available inappropriate episodes were evaluated to determine the effectiveness of the smart pass feature (available in the recently approved model#a219 device). With smart pass enabled, inappropriate therapy was avoided in 40/41 episodes. Based on the observed performance, smart pass available in model#219 looked beneficial in the avoidance in the majority of the inappropriate shocks. The local representative was informed that a better understanding of the patient low amplitude signal should be considered prior to implant of a model#a219 device. Boston scientific received information that boston scientific warranty department was informed in early-(B)(6) 2016 that this patient maybe schedule for device explant due to premature battery depletion as a result of prior multiple shocks. Further data analysis determined that the device conservatively appears to have at least two years longevity remaining. From a device behavior standpoint, it should be clear that the reporting will continue to illustrate elective replacement indicator (eri) on the printed report and potentially latitude if applicable. The "notes" screen can be used to mention about this behavior, and once a timestamp is presented below the eri status, then the device is truly measuring at or below eri voltage. In addition, the patient device will annunciate every 9 hours once eri voltage is reached. According to the local representative, the device was reprogrammed to an active status and the physician plans to continue monitoring the performance of the system until eri is declared.

Manufacturer narrative:
The returned s-ICD was analyzed and the power consumption had been gradually increasing over time. The device case was opened, the battery was removed, and an external power supply was connected to the device for further analysis. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. The identified capacitor was removed and tested, independently quantifying the extent and behavior of the electrical leakage. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
There was no relationship to the device, electrode or procedure. The patient remains hospitalized to resolved the gi bleed. Boston scientific's medical safety vp commented that rwave attenuation (reversible change in signal) may have been the result of a very ill patient with low blood pressure, acid base and electrolyte imbalance. Boston scientific received information that the patient is still hospitalized and the device tachycardia mode remains off pending possible extraction plans. Boston scientific received information that a boston scientific technical services fellow contacted the local representative to report that there is a reasonable likelihood that the device may have longevity remaining since the shocks were proximal to each other. As a result, the programmer declared eri may not reflect the actual battery status. The next battery measurement should reflect an actual vs estimated battery status at which point the percentage remaining could be re-assessed. The patient was scheduled for the replacement on (B)(6), however, the patient is taking additional time to consider whether to explant or not. The patient is anticipated for followup in approximately 2 weeks, during which time the patient may wear an external life vest. All available inappropriate episodes were evaluated to determine the effectiveness of the smart pass feature (available in the recently approved model#a219 device). With smart pass enabled, inappropriate therapy was avoided in 40/41 episodes. The based on the observed performance, smart pass available in model#219 looked beneficial in the avoidance in the majority of this patient's inappropriate shocks. The local representative was informed that a better understanding of the patient's low amplitude signal should be considered prior to implant of a model#a219 device.

Event description:
Boston scientific received information that this representative contacted technical services (ts). This patient was admitted to an outside facility for an adverse event (gi bleeding) associated with a series of multiple untreated (inappropriate charges) and treated episodes (inappropriate shocks). The inappropriate charges and inappropriate shocks occurred because of cardiac oversensing of low amplitude signals (r-wave attenuation following gi bleed and multiple surgeries). Additionally, a review of data from the programmer found that elective replacement indicator (eri) had been declared. According to the physician, eri was declared early. The patient is on a ventilator and was transported to the facilities intensive care unit. The s-ICD sense vector was reprogrammed. Boston scientific received information from the representative on july 26th that the patient is no longer intubated and was transferred to the implanting hospital. The patient is still admitted in the hospital as the care team is attempting to manage the on-going gi bleed. From the physician's perspective, there were no allegations that a product malfunction caused or contributed to the patient's adverse event. At the time of the adverse event, the sense vector of this device had been programmed to secondary. The care team is awaiting records from the initial admitting hospital to determine if the inappropriate shock in primary occurred during a surgical procedure. The device's sense vector remains in primary. Stored data from the device has been uploaded and is available for review. The device was programmed off on (B)(6) per physician order, and remains off today. Nothing further is planned until the gi bleed is under control. At that time, the patient will be rescreened to identify any changes in morphology and potentially undergo s-ICD replacement. Information from the clinical site indicated that the suspected cause of this event was not the result from a product performance issue.

Manufacturer narrative:
Boston scientific received information that boston scientific's warranty department was informed in early-october 2016 that this patient maybe schedule for device explant due to premature battery depletion as a result of prior multiple shocks. Further data analysis determined that the device conservatively appears to have at least two years longevity remaining. From a device behavior standpoint, it should be clear that the reporting will continue to illustrate elective replacement indicator (eri) on the printed report and potentially latitude if applicable. The "notes" screen can be used to mention about this behavior, and once a time stamp is presented below the eri status, then the device is truly measuring at or below eri voltage. In addition, the patient's device will annunciate every 9 hours once eri voltage is reached. According to the local representative, the device was reprogrammed to an active status and the physician plans to continue monitoring the performance of the system until eri is declared.